Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: posterior lumbar inter-body fusion implant date: (B)(6) 2016 (date is approximate) it was reported that on an unknown date, post-op, the inter-fix fusion material migrated. Initial surgery was performed and two cages were implanted under plif procedure at unknown level on unknown date (B)(6) 2016. Post-operatively two cages were observed to be migrated to posterior but not moved into the spinal canal. Patient complications were unknown.